Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed two (2) error messages on patient side associated to stirring mechanism and patient circuit 2 pump that use too much power. The issue occurred after device cleaning procedure. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with livanova field service representative, it was learned that both cardioplegia and patient bridge assemblies will be replaced in order to solve the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H 11: despite requested, no confirmation/evidence of any device overfilling by customer was provided. A device service history review has been performed and identified that the unit was manufactured in 2018 and one other similar event was reported in 2024-00629 with cardioplegia pump replacement. Based on all the above facts, it cannot be ruled out that the most likely root causes of reported events are motor bearing damaged by the corrosion, which consequently affects the motor shaft rotation or overfilling of the tanks which affected the electronic components. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. To fix the issue, cardioplegia and patient bridge assemblies and distribution board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.